Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and found excess moisture inside the lines. The stm cleared the moisture and found no further issues. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported having an autofill error on a cs300 intra aortic balloon pump (iabp). The initial reporter was not sure if the event occurred during or before use so patient involvement was not provided. No adverse event reported.